Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the patient data was available in the framelink application software but not the cranial software. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system remained on the blue loading screen with the medtronic present on it. The representative reported that the issue occurred when starting a patient download through embedded digital intercommunication of medicine (dicom) query retrieve (q/r). Restarting the application software restored functionality, but the patient data disappeared. An additional restart of the navigation system did not restore the patient data to the navigation system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The reported issue was evaluated by a medtronic software investigation group. The evaluation found that there was a suspected damage to the patient database and that upgrading the version of software on the navigation system was resolved.